Event description:
It was reported that for the past six months, a detergent not designated by olympus was used in the reprocessor for cleaning and disinfection of the endoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.